Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 469 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unable to see the pink slide, indicating a needle mechanism failure. The needle did not insert properly. As treatment, the patient gave a manual injection using an insulin pen.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the device completed first and second priming, and then got deactivated by the user at the end of second priming (57 pulses). After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The cause of the reported needle mechanism failure could not be determined. The exposed portion of soft cannula was found to be kinked. During fluid path test, fluid was found leaking through a tear on the exposed soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of leaking during wear.